Event description:
On 23/may/2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was admitted to hospital after using a leaking bag on 5/21. There was an allegation this adverse event was due to the performance of delflex dialysate bag in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on 23/may/2024 presented with both pseudomonas and klebsiella (species not reported) in the culture and a wbc count of 15,000/mm3. The patient was diagnosed with peritonitis due to a contamination of his pd catheter (not a fresenius product) during ccpd therapy on the liberty select cycler at home. It was explained the patient reported a leak from his dialysate bag to the outpatient clinic from a treatment initiated on the evening of 22/may/2024 (as opposed to the initial report of 21/may/2024). The patient was advised by the outpatient clinic to report to the hospital based on symptoms where he was admitted on the same day, (B)(6) 2024. The patient was prescribed intraperitoneal (ip) vancomycin at 3000 mg and ip ceftazidime at 3000 mg (frequency not reported) to address the infection and as-needed heparin to address fibrin in his pd catheter. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler until his pd catheter was removed on (B)(6) 2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model not reported) for the duration of the admission. Additional wbc counts taken in the hospital on 24/may/2024 and 26/may/2024 presented with 15,600/mm3 and 15,000/mm3 respectively. Though the cause of the patient¿s peritonitis was attributed to a contamination of the patient¿s pd catheter, the infection was also reported to be associated with the leak from his dialysate bag or from the cassette by the outpatient clinic pdrn.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea. It remains unknown whether a temporal relationship exists between the dialysate bag or cassette leak and transmission of peritonitis causing pathogens. Pd patients are at high risk for infections of the peritoneum. In consideration of the timing of events, if the transmission of pathogens occurred consistent with the leak event, the patient would not typically demonstrate the severity in symptoms or a highly elevated wbc count within 24 hours of transmission. The patient account of the initial presentation of symptoms occurring approximately ¿a few days¿ prior to admission prior to the leak event. The reported cause was attributed to contamination of the patient¿s pd catheter associated with the leak event. This is inconsistent with the timing of events. Root cause not determined. Presentation of klebsiella and pseudomonas in culture laboratory testing fails to provide definitive causality as both genera are normal flora of human gastrointestinal (gi), genitourinary (gu) tract, and aerodigestive tracts, but are widespread in the environment. Based on the wbc count and presentation of symptoms on 23/may/2024, it is more than likely the patient¿s initial transmission of peritonitis causing pathogens occurred prior to the leak event. This was not confirmed by the local medical professional and the reported causality of events conflict with sound medical judgement. Based on available information, there was no objective evidence of any fresenius product(s) or device(s) deficiency or malfunction that caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6)2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was admitted to hospital after using a leaking bag on 5/21. There was an allegation this adverse event was due to the performance of delflex dialysate bag in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6)2024 following abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6)2024 presented with both pseudomonas and klebsiella (species not reported) in the culture and a wbc count of 15,000/mm3. The patient was diagnosed with peritonitis due to a contamination of his pd catheter (not a fresenius product) during ccpd therapy on the liberty select cycler at home. It was explained the patient reported a leak from his dialysate bag to the outpatient clinic from a treatment initiated on the evening of (B)(6)2024 (as opposed to the initial report of (B)(6)2024). The patient was advised by the outpatient clinic to report to the hospital based on symptoms where he was admitted on the same day, (B)(6)/2024. The patient was prescribed intraperitoneal (ip) vancomycin at 3000 mg and ip ceftazidime at 3000 mg (frequency not reported) to address the infection and as-needed heparin to address fibrin in his pd catheter. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler until his pd catheter was removed on (B)(6)2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model not reported) for the duration of the admission. Additional wbc counts taken in the hospital on (B)(6)2024 presented with 15,600/mm3 and 15,000/mm3 respectively. Though the cause of the patient¿s peritonitis was attributed to a contamination of the patient¿s pd catheter, the infection was also reported to be associated with the leak from his dialysate bag or from the cassette by the outpatient clinic pdrn.

Event description:
On (B)(6) 2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis and was admitted to hospital after using a leaking bag on (B)(6). There was an allegation this adverse event was due to the performance of delflex dialysate bag in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain, cloudy peritoneal effluent fluid, nausea and diarrhea at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with both pseudomonas and klebsiella (species not reported) in the culture and a wbc count of 15,000/mm3. The patient was diagnosed with peritonitis due to a contamination of his pd catheter (not a fresenius product) during ccpd therapy on the liberty select cycler at home. It was explained the patient reported a leak from his dialysate bag to the outpatient clinic from a treatment initiated on (B)(6) 2024 (as opposed to the initial report of on (B)(6) 2024). The patient was advised by the outpatient clinic to report to the hospital based on symptoms where he was admitted on the same day, on (B)(6) 2024. The patient was prescribed intraperitoneal (ip) vancomycin at 3000 mg and ip ceftazidime at 3000 mg (frequency not reported) to address the infection and as-needed heparin to address fibrin in his pd catheter. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler until his pd catheter was removed on (B)(6) 2024. The patient was transitioned to hemodialysis (hd) for renal replacement therapy, presumably on a hospital provided hd device (brand and model not reported) for the duration of the admission. Additional wbc counts taken in the hospital on (B)(6) 2024 presented with 15,600/mm3 and 15,000/mm3 respectively. Though the cause of the patient¿s peritonitis was attributed to a contamination of the patient¿s pd catheter, the infection was also reported to be associated with the leak from his dialysate bag or from the cassette by the outpatient clinic pdrn.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received with reduced dwell simulated treatment was performed and completed. Valve actuation test and system air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.